Event description:
Fracture possible fracture insulation damage lia was tripped due to sudden increase in sic count and detection of noise on the rv lead via egm storage. (B)(6) 2016 21:00:14 *lvtip to rvcoil lead impedance 190 ohms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).